Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as about 100 ml of cleaner that leaked onto the counter while running shutdown. The operator was wearing personal protective equipment of gloves, eye glasses, and a lab coat when the leak was identified. There was no exposure to mucous membranes or cuts. There was no biohazard exposure reported. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer evaluated the instrument and identified a hole in the tubing at pinch valve (pv49). The fse replaced the tubing to resolve issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).